Manufacturer narrative:
Lot# 155421. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device was confirmed visually to have a deformed tip upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event is likely extensive force applied to the instrument.

Event description:
It was reported that; the surgeon that en instrument got damaged during surgery. This is a new instrument, and it was used for the first time during this surgery. It is reported that the surgeon hit the instrument 2 times on normal bone. The tip broke.

Event description:
It was reported that; the surgeon that en instrument got damaged during surgery. This is a new instrument, and it was used for the first time during this surgery. It is reported that the surgeon hit the instrument 2 times on normal bone. The tip broke.